Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was showing a yellow call doctor icon and the communicator power cord was hot. A boston scientific company representative advised the patient to power cycle the communicator. The communicator power cord got hot during troubleshooting. The company representative discussed with the patient and advised to replace the entire system. No adverse patient effects were reported. The communicator was deactivated.